Event description:
As reported, approx. 5 years and 10 month post implant of a 26mm sapien 3 valve in pulmonic position in a pre-stented pulmonic conduit, a pvl was observed. The patient had no other complaints but had a more dilated rv. A 26mm sapien 3 ultra was implanted inside the sapien 3 valve (valve-in-valve procedure) and the pvl was resolved with a good result.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation, as it remains implanted. The edwards sapien 3 ultra transcatheter heart valve system is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality > or equal to 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Per the cer, the device was used in an off-label implantation in the pulmonary position. As there are no specific IFU or training materials related to pulmonary procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as the exact cause of the of the pvl is unknown but may be related to the mechanism above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Valve remains implanted.